Event description:
It was reported that the user experienced hyperglycemia after dinner when a dexcom g6 replacement sensor required longer than expected warmup, during which the ilet pump was disconnected and a manual subcutaneous insulin injection was administered by the user¿s caregiver. Symptoms included no reported clinical manifestations of hyperglycemia. Outcomes included a documented peak blood glucose of 347 mg/dl with subsequent downward trend by end of the call, caregiver monitoring, and guidance to remain disconnected from the pump for two hours after the manual injection. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed no device alarms or alerts and no confirmed ilet pump or component malfunction. The event was associated with sensor warmup and interim glucose management. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.